Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure performed when the issue occurred, and the procedure got delayed and was completed after software recovery. The philips field service engineer (fse) visited onsite and confirmed that system spontaneously restarted, and no images were displayed on the monitors. After reviewing the log file, fse found that software issue. To resolve the issue, fse reinstalled the software completely and restored the backup. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system spontaneously restarted, and no images were displayed on the monitors. No harm was reported to philips. Philips has started an investigation of this complaint.